Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ebelt - connector latch does not secure with monitor) has been confirmed. Upon investigation the electrode belt was unable to latch to the monitor. The cause for the failure was the trunk cable connector was cracked and unable to connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to securely latch to a monitor.